Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported high voltage output and impedance measurement anomaly were confirmed in the laboratory. Arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead conductor material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. The high voltage output circuit damage was confirmed by bench measurements and by the ate system test. The cause of the damage was delivery of high voltage to a lead with anomalous insulation. The reported reset was confirmed in the laboratory. The egm spin buffer ended due to the reset immediately after noise appeared on the egm traces, suggesting the device was possibly exposed to electrocautery.

Event description:
It was reported that the patient presented in the ER after sustaining external trauma to the device. Device presented an alert for possible output circuit damage and exhibited out of range high voltage lead impedance. Review of egms revealed several aborted therapies due to shorted output detection. After performing surgical intervention for evaluation, the device reverted into back up reset. Device was explanted and replaced.